Manufacturer narrative:
The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent hardware fault 20, while in patient use on this ventilator device. The customer stated no known information on patient harm or injury was reported.